Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. Data analysis: the logs show that the last time the console was used was during preventive maintenance on 2/5 as confirmed by the field service report. No logs from the complaint date. Device analysis: the console was tested thoroughly to confirm full functionality and passed. There was no evidence of any damage due to the flooding from the complaint. Root cause: there was no issue found. The device operated to specification during testing.

Event description:
It was reported that the console got wet during a flood. The customer is requesting the console get checked out to ensure it was not damaged. The event is not related to a clinical procedure therefore no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.